Event description:
It was reported that a small volume folfusor did not flow during infusion. The device was filled with 45 ml of fluorouracil and 51 ml of saline solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured august 6, 2014 to august 7, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.